Event description:
Nurse reported splash-back of pleural fluid into eye while cutting the green tube to dump the fluid. Nurse reported to me that the patient was "high risk" and "(B) (6) positive". She voiced expectation of a return call after this report is filed.

Manufacturer narrative:
Unfortunately, as no lot number was reported, the DHR (device history record) could not be reviewed. Also, no product sample was provided for evaluation. The manufacturing process and materials records were reviewed and there was no indication that either was related to the problem reported. Consequently, we are unable to determine a root cause of the reported problem. Cardinal health is moving toward a new design of the 500 ml drainage bottle that will facilitate the waste disposal process.